Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the saw blades would not go through the femur slot. Blades hit trial femur saw blade slot head. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint samples were evaluated and the reported event was confirmed through physical evaluation. The returned devices showed minimal use, however, failed inspection with the coordinate measuring machine with several dimensions out of tolerance. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause was considered to be a manufacturing deficiency, as the devices likely left zimmer biomet control non-conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.